Event description:
Boston scientific corporation received a speedband superview super 7 device with no associated information. This event has been deemed reportable based on the investigation results of bands deployment problem and ligator head teeth damaged. Please see block h10 for full investigation details. ***additional information received on (B)(6) 2021*** it was reported that the speedband superview super 7 device was used in the esophagus during a varicose vein ligation performed on (B)(6), 2021. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Additional information: block b3, block b5, block e (initial reporter), block h6 (impact codes) block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device code a050501 captures the reportable event of bands failed to deploy. Medical device code a04 captures the reportable event of ligator head teeth damaged. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was also noted that the ligator head returned with all the bands attached and some of them were moved out from their original positions and were overlapped. The trip wire was not secured, and the slack was not taken up. Further examination shows that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other problems with the device were noted. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured, and the slack wasn't taken up correctly as mentioned in the IFU. Failure to follow these steps could have caused the trip wire to slip through the handle assembly during deployment and cause an inaccurate deployment of bands and damage to the ligator head teeth. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Health professional was approximated to no as the device was received at with no account information, and attempts to obtain additional information regarding this origin of this device have been unsuccessful to date. (B)(4). Investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was also noted that the ligator head returned with all the bands attached and some of them were moved out from their original positions and were overlapped. The trip wire was not secured, and the slack was not taken up. Further examination shows that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other problems with the device were noted. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured, and the slack wasn't taken up correctly as mentioned in the IFU. Failure to follow these steps could have caused the trip wire to slip through the handle assembly during deployment and cause an inaccurate deployment of bands and damage to the ligator head teeth. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown.

Event description:
Boston scientific corporation received a speedband superview super 7 device with no associated information. This event has been deemed reportable based on the investigation results of bands deployment problem and ligator head teeth damaged.